Event description:
The manufacturer received information regarding a philips CPAP device. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
In this report, section box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) has been updated/corrected.